Event description:
Analysis was performed on the handheld and no malfunction was identified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. It was reported that the flashcard that was received within the handheld was a non-manufacturer issued flashcard without manufacturer software.

Event description:
It was reported that the physician's programming handheld continuously locks up and it has to be rebooted. The physician requested a new programming computer. It was reported that no patient's were affected by the handheld locking up. The physician was provided a new programming tablet and the handheld was received for analysis. The flashcard was not received for analysis. Analysis of the handheld is underway, but has not been completed to date.

Manufacturer narrative:
Type of device, corrected data: the device type information for the software was inadvertently reported incorrectly on the supplemental report #1 as the handheld is the suspect device. Follow-up type, corrected data: the follow-up type was inadvertently reported incorrectly on the supplemental report #1 as the handheld is the suspect device and was evaluated. Device evaluated by manufacturer, corrected data: the device evaluation selection was inadvertently reported incorrectly on the supplemental report #1 as the handheld is the suspect device and was evaluated. Device manufacture date, corrected data: the device manufacture date was inadvertently reported incorrectly on the supplemental report #1 as the handheld is the suspect device. Evaluation codes, corrected data: the evaluation codes were inadvertently reported incorrectly on the supplemental report #1 as the handheld is the suspect device.